Event description:
Customer reported she had a double mastectomy and placement of "spacers" (expanders) on (B)(6) 2015. Reported tegaderm film dressings (unk catalog) or lot number) were applied to incisions. Reported dressings were removed 10-14 days following surgery and she experienced a bright red skin reaction and blisters. Alleged the redness and blisters progressed to black eschar tissue everywhere the adhesive touched the skin. Reported right breast required two additional surgeries. Reported early (B)(6) 2015 she had a right breast tissue débridement and placement of wound vacuum. Reported another surgery occurred on (B)(6) 2015 for removal of wound vacuum and "spacer" (tissue expander). Reported the skin was closed on (B)(6) 2015. Reported no additional surgery was required for the left breast. Reported wet to dry dressings, topical bactroban and another topical ointment were used for treatment on the left breast. Several unsuccessful attempts were made to obtain additional information from md.

Manufacturer narrative:
No evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.